Manufacturer narrative:
B4:04may2021. Information was received that the patient was switched to a fisher paykel (f&p) system, that is also the cannula used. Upon a follow up with technical support the customer reported that the incorrect patient mask was being used with the ventilator. No further information was provided.

Event description:
It was reported that the ventilator when in high flow therapy (hft) the unit was not giving 100% o2 and only giving 60 liters per minute (lpm). The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.